Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing low pacing impedance, oversensing noise and failed to capture due to high capture threshold. Programming changes were made. There were no patient consequences.